Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. Customer was advised on how to clear the battery alarms but the customer did not have fresh batteries and the alarm could not be cleared. Customer declined troubleshooting and indicated that they would call back.